Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that there was a crack around battery compartment. It was also reported that there was water under the display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring ¿ black, pump was returned for alleged damage to the battery tube and exposure to moisture on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The pump did not pass the self test. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba 2, and harness assembly vibrator. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked moisture damage and minor scratches on lcd window. Damaged battery tube confirmed. Moisture damage confirmed.